Event description:
It was reported per eqr report: symptom - possible helium loss 2. Pump was on pt. Actions: the bellow is leaking. The pump assembly needs to be replaced. Pump assembly, rev 9 replaced (part #77-3200-001, s/n (B)(4)). As a result, the pump was switched out successfully and therapy was able to continue. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted as only the time it took to switch out the pump with no harm to the pt. The pt outcome is unknown.

Manufacturer narrative:
(B)(4). Device will not returned for evaluation.